Manufacturer narrative:
Batch review performed on 1 october 2021: lot 2009100: (B)(4) items manufactured and released on 11-jan-2021. Expiration date: 2025-dec-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to the stem being too anteverted after the primary hip surgery. The surgeon implanted the stem anteverted in primary. At 3 days after the primary surgery, the surgeon revised the stem, sleeve, and head. The surgery was completed successfully.